Event description:
According to the initial information received, an 8/6mm amplatzer duct occluder (ado) was selected in a (B)(6), female patient in (B)(6). The pda originally measured 6mm when the patient was examined at a hospital in (B)(6). However, an angiogram of the descending aorta showed a cylindrical type of pda approximately 4mm with significant shunting. The 8/6mm ado was attempted using a 6f amplatzer torqvue 180 delivery system sheath (dtv180). A small, residual shunt was observed following implant on december 14, 2011. On december 15, a cardiac murmur was observed. An echocardiography and angiogram of the descending aorta revealed significant shunting through the pda. An attempt was made to percutaneously retrieve the ado using a goose-neck snare and an 8f amplatzer torqvue 45 delivery system (dtv45) via the pulmonary artery approach but the skirt of the ado became stuck at the sheath tip and could not be retracted into the sheath. The sheath and the ado were moved toward to the right femoral vein. The left femoral vein was punctured and a 9f, 25cm sheath was inserted; another goose-neck snare catheter was inserted via the left femoral vein and captured the ado in the right femoral vein where it was successfully retracted into the sheath. Next, a 10/8mm ado and a 6f dtv180 were selected for implant. The 10/8mm ado was difficult to advance into the 6f sheath. Instead, a 7f dtv was used to implant the 10/8mm ado. However, a small shunt flow was still observed on angiogram of the descending aorta. Finally a 12/10mm ado was implanted. A shunt was still confirmed but with acceptable level. According to new information received (B)(6) 2012: due to the fact that the patient lost a significant amount of blood (amount unknown) and underwent an invasive procedure and although the ado deployment procedure was successfully completed, the patient developed acute exacerbation of the heart failure right after the procedure. Her heart rate increased to 180 bpm and 150ml of red cell concentrate was administered. An echocardiography revealed third degree tricuspid valve regurgitation that may have been caused by ruptured chorda tendinea of the t-valve or a damaged t-valve by catheter manipulation. There was persistent pulmonary hypertension after the ado deployed. By history: on (B)(6) the platelet (plt) amount was 10.6, it slightly declined. No other symptom was found at that time. On (B)(6) the amount of plt was 8.1. On (B)(6) the amount of plt was 5.7. On (B)(6) the amount of plt was 7.6. The number turned to elevation. On (B)(6) the patient was discharged from the hospital. On (B)(6) the amount of plt was 11.9. No treatment was administered or required due to transient thrombocytopenia and no significant symptoms were found due to thrombocytopenia. The patient steadily recovered and no adverse consequences resulted.

Manufacturer narrative:
When analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Device review: the amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration. Image review: review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) patient was found to have a large pda. She underwent closure with an 8/6mm ado and 6f sheath without issue. She had a mild residual shunt through the pda after device placement. The next morning, however, a murmur was heard. The physical examination was followed by echocardiogram and angiogram and significant shunting was seen through and around the device. The device remained in stable position. Attempts were made to recapture the device but the retention disc could not be pulled inside the sheath. The device was pulled from the pulmonary artery and through the right ventricle with part of the device out of the delivery sheath. Once the device was in the femoral venous area, a second sheath was advanced from the left femoral vein to help remove the device. Subsequently, a 10/8mm device was deployed through a 7f sheath. Some shunting remained so the 10/8mm ado was removed and a 12/10mm ado was placed with minimal residual shunting. The patient was found to have moderate tricuspid regurgitation and signs of heart failure and required a blood transfusion due to excessive blood loss. She also developed thrombocytopenia although it did not require any treatment (platelets transfusion). One cd with angiograms performed on (B)(6) was provided. The angiograms showed a large cylindrical/tubular type of pda. After the device was placed, it pulled completely inside the pda. The device stayed inside the pda because of the retention disc. The shunt through the device was minimal and through the wire mesh primarily. The angiograms performed the next day revealed increased volume of shunting through and around the device and the 10/8mm device was placed. The retention disc of the large device was inside the pda but not as deep as the 8/6mm device. This device was removed and replaced with 12/10mm device. The retention disc of the 12/10mm device was completely inside the descending aorta. Conclusion: according to aga's medical consultant the following conclusions were drawn: the patient had a tubular pda with very gentle tapering toward the pulmonary artery making devices prone to get pulled inside the pda as was the case with the 8/6mm and 10/8mm devices. The patient's increased shunt through and around the device the following day was most likely due to relief of ductal spasm. The ductal spasm is a phenomenon that occurs during cardiac catheterization when a catheter touches pda tissue. The pda constricts and hence is measured smaller than its true diameter. After a few hours, the pda regains its original size. In some instances, devices embolize when the pda regains its original size. In this case, there was clearly increased shunt the following day and the only explanation is ductal spasm following the first device implantation. The patient sustained a tricuspid valve injury likely related to the recapture of the 8/6mm device. This device was not completely inside the sheath when it was withdrawn from the pulmonary artery through the right ventricle into the inferior vena cava. However, catheter manipulation during placement of the 10/8mm or 12/10mm device may have caused it too. There are no recorded images during the procedure that can explain the exact cause of tricuspid valve chordal rupture. Thrombocytopenia most likely was from blood hitting the large retention disc in the dao. Thrombocytopenia has been described previously after device placement but can also be heparin-induced thrombocytopenia (hit) if this patient received heparin during the initial procedure. The thrombocytopenia tends to self-resolve after device placement. It is usually a consumption (of platelets) phenomenon after device placement and tends to be more common if part of the device is exposed to high pressure/high flow area-meaning the device protruding into the dao since the device was of large size. The 8/6mm device was stable in position but with significant shunting. If the patient had been observed in the hospital for a few days and there was no hemolysis, the consultant stated the 8/6mm device would have ultimately closed the defect completely. There was no urgency to remove the device the day after the procedure.